Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was removed as the device would not work due to fluid loss from a hole in the balloon. A new artificial urinary sphincter was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter at our quality assurance laboratory, the components underwent a thorough analysis. The cuff was visually inspected. No damage or abnormalities were identified. The cuff passed the leak test performed. The pump was visually and microscopically inspected. No damage or abnormalities were identified. The pump passed the leak test performed. The balloon did not pass leak testing. The balloon was microscopically examined and a pinhole tear was identified at the sphere-adapter junction. The damage is consistent with material fatigue. Based on the information available and analysis results, the mechanical issue, fluid loss, and hole were confirmed with a conclusion cause of cause was traced to component failure.

Event description:
It was reported that this artificial urinary sphincter was removed as the device would not work due to fluid loss from a hole in the balloon. A new artificial urinary sphincter was implanted. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter was removed as the device would not work due to fluid loss from a hole in the balloon. A new artificial urinary sphincter was implanted. No patient complications were reported.